Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery depleted quickly, intermittent occlusions occurred, and intermittent inaccurate fill estimates were received. There was no reported impact to customer's blood glucose level. Contact declined to provide any additional information regarding the reported issues.